Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultramini meter displayed an error 4 and an error 5 message during testing. The complaint was classified based on additional information obtained by the medical surveillance specialist after reviewing the call recording. The patient reported that the alleged error message began to appear on (B)(6) 2014 between 3-5pm. The patient manages his diabetes with a combination of diabetes medications (januvia 100mg once in the morning, glyburide 5mg once in the morning, levemir 90 units at bedtime and novolog 34 units three times a day before each meal). The patient reported developing symptoms of ¿extreme fatigue, shakiness, very weak and sweating¿ immediately prior to the start of the alleged issue. During the call recording, the patient claimed he drank orange juice immediately after attempting to test his blood glucose with the subject meter in order to ¿bring his blood sugar up¿. The patient reported attending the emergency room (ER) later that day between 5-7pm where he received treatment of IV glucose. The patient claimed a blood glucose test was performed on the ER device between 7pm and 12am and a reading of between ¿400 and 450 mg/dl¿ was obtained. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time. The csr confirmed that the correct testing process was being followed. The csr walked the patient through a retest and the alleged issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly was treated for severe hypoglycemia by an hcp after the alleged meter error messages began to appear.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.